Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported the patient ins battery was dead and not able to charge. Patient is scheduled for replacement (B)(6) 2018. Patient had not used stimulator for over the past year due to heart issue that were not related to stimulator. Rep was unable to read battery no additional troubleshooting was done. Surgical intervention is scheduled. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep.it was reported that patient did have her replacement (B)(6) 2018. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.